Event description:
Additional information received identified that surgical intervention was undertaken wherein the scs ipg was explanted (patient insisted). The physician believed that the ipg was working as expected and the patient symptoms, the physician believed were unrelated to the stimulator.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced swelling and warmth at the scs ipg site (no fever reported and patient places ice pack on the ipg site once a day) as a result, surgical intervention may be undertaken at a later date to address the issue.